Event description:
It was reported the device was returned for repair of cosmetic damage. The device was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper case was broken. It was also noted that the high rate cover, ring cover, two side bail covers, three knob springs, ring and two side bails were missing, three control knobs and battery latches were broken, the o-ring battery drawer was out of specification and the serial number label was torn.